Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she cannot push any of the buttons on the insulin pump. Customer stated that she took the battery out and then reinserted it. Customer received a failed battery test alarm and stated that the backlight is on. Customer reported that the time is progressing but it is off by about 10 minutes. Customer's blood glucose is 495 mg/dl. Customer stated that it is because she ate and she treated by giving herself a shot. Customer was sitting on the floor doing some paperwork. Customer's blood glucose was 145 mg/dl at the time of the incident. Customer stated that all the buttons on the keypad were unresponsive. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer declined the loaner pump. Customer stated that she will resort to a back-up pump.